Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system."

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels in the 320-521 mg/dl range. Bg was treated with manual injections. Reportedly, customer lost 12 lbs. The customer alleged that the pump was not delivering insulin properly. System check with tandem technical support (cts) indicated that the pump and related supplies were functioning as intended; however, the customer maintained that the pump was not functioning properly. Additionally, customer was using novolin r insulin. Cts educated the customer regarding insulin labeling. Reportedly, the customer reverted to manual injections for insulin therapy.